Event description:
It was reported, the patient experienced painful burning sensations at the ipg site with stimulation turned on. Subsequently, the patient will undergo surgical intervention as the next course of action. The event date is unknown.

Event description:
Follow-up information revealed the patient underwent surgical intervention on (B)(6) 2015, where his scs system was explanted and replaced. In addition, the leads were found out of the epidural space accounting for painful stimulation and subsequently the patient stopped recharging. Reference MFR report#'s 1627487-2015-10121 and 1627487-2015-10122.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.